Event description:
Procedure: rectopexy. According to the reporter: the surgeon reports that during a rectum resection, he noticed a small black piece. Once retrieved he realized that it was a part from the device. He stopped using it and after checking it, he also noticed that another part of the device was also broken and ready to fall but was still attached to the main part.

Manufacturer narrative:
(B)(4).